Event description:
It was reported that a patient experienced a change or loss of stimulation and increased pain. It was stated that the lead migrated or dislodged. The lead and extension were explanted and replaced on (B)(6) 2012. The patient was also reprogrammed. The patient outcome was reported as resolved without sequela on (B)(6) 2012.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. (B)(4). The lot number of the lead explanted on (B)(6) 2012 has been updated from v463231021 to v463231022.